Event description:
Overdelivery reported: the pump was programmed to deliver morphine 20mg/ml in a 100 ml fluid container at a continuous only rate of 10mg/hr. Pain management therapy taking place in the pt's home. When the nurse changed the fluid container as scheduled, she forgot to reset the total volume to be infused. The pump infused as programmed until the total volume to infuse (from the previous fluid container) was reached. The pump alarmed "empty" since the total volume had not been reset. The total volume to infuse was reset (new bag already hanging) and the infusion continued as programmed without event. The fluid container ran dry prior to the "empty" alert. The nurse could not account for 12ml of morphine. Info is not available as to whether the fluid infused from the new fluid container (previous program) was accounted for when the total volume was finally reset. There was no report of adverse effect noted, specifically no oversedation noted. There is no further info available.